Event description:
On (B)(6) 2014, the patient contacted animas and alleged having a blood glucose (bg) of 60 mg/dl with shakiness, confusion/disorientation. No treatment of out the ordinary was provided. The patient has chronic illnesses, severe osteoarthritis, and thyroid issues. The reporter admits to suspending the pump multiple times today. During troubleshooting, customer support found no delivery issues with the pump. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction: on (B)(6) 2014, customer support's re-evaluation of the patient's statement concluded that the patient was not alleging that an animas product had contributed to the low bg, not alleging pump suspension related to low bg. Patient awoke with the low bg and inadvertently suspended pump and then called animas as she could not remember how to resume pump.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 10/3/14 with the following results: no defect was found. The pump was exercised for 24 hours without suspending or any alarms occurring. The pump was suspended; the pump gave the appropriate audio and visual suspend alert. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Suspend history shows pump was suspended on (B)(6) 2014 from 7:59am to 8:32am; no other suspends on date of reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.